Manufacturer narrative:
The reported event of early battery depletion was not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited early battery depletion. The ICD was explanted and replaced. The patient condition was unknown.